Event description:
Patient receiving dopamine 9mcgs/kg/min to support blood pressure. Dual channel pump suddenly stopped infusing, reading "channel b malfunction." Pump immediately replaced with another available dual channel pump. Meanwhile patient's systolic blood pressure dropped to 62. Came back up to 110 systolic after infusion restarted.